Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an related service visit, the spare cardiosave intra-aortic balloon pump (iabp) that was in the warehouse had a system failure. The unit was not in use as it was a spare in the ware house.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h4.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9(device available for eval), g1()contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d5, e1(initial reporter, event site name, event site address, event site address line 2, event site telephone), h6(medical device ¿ problem code). Due to characters limit e1(event site telephone: (B)(6). A getinge field service engineer (fse) stated that materials were ordered to diagnose and repair the device, and the device will be re-attended. The device was observed to be experiencing an automatic filling error. The pim, drive manifold, and fill manifold were tested. However, the automatic filling error persists. The compressor, front end board, motor control board, and solenoid control board were tested. However, the error still persists. It was determined that the device's helium regulator calibration was not set. The pressure transducer, helium reservoir assembly, drive manifold, pim, and compressor were tested. The device was calibrated to 30 psi. However, the malfunction persists. It was determined that the device's pim and helium reservoir assembly were defective. The defective components were replaced with new ones. The device was calibrated to 30 psi and the helium regulator was calibrated. The necessary checks and tests were performed. The test trainer and catheter were connected, and the device was powered on. It was delivered to the user in working order.

Event description:
It was reported by getinge fst that during fsca, the cardiosave intra-aortic balloon pump had a system error failure. There was no patient involved.